Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.